Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿alaris entire pump shut down with red screen alarm while infusing vasopressin and levophed into a critically ill patient. The brain, a pca module and three IV pump modules failed simultaneously."